Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage. Furthermore, this implantable cardioverter defibrillator (ICD) displayed noise and low out-of-range pacing lead impedance measurement for the ra lead. Additional information was received and indicated that the cause of noise and low impedance measurement was not determined. The device remains in service but the lead was replaced. No additional adverse patient effects were reported.